Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, however, there is rust at the bottom of the battery compartment along with corrosion and mold on the battery board underneath it.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump was not turn on anymore. Blood glucose level at the time of the incident was 538 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated display was did not return after insulin pump restart. Customer stated the insulin pump was exposed to moisture recently. Customer performed self test and it was not turn on. The insulin pump will be returned for analysis.